Event description:
The hospital reported that during the saphenous vein harvesting procedure, the c02 gas was being lost from the harvesting cannula. The vein was retrieved by an open leg technique. No additional patient complications were reported.